Event description:
Device malfunction: hard stuck. Time of malfunction: during vessel closure. Symptoms/ae: slight oozing. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an unspecified procedure. The physician was able to remove the device and achieve hemostasis. There was slight oozing, which was stopped with manual compression. No additional information available.

Manufacturer narrative:
The device was received. Investigation is not complete.